Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 1,050 mg/dl to a reading of "high" on continuous glucose monitor. A correction bolus was delivered to address bg level. Reportedly, the paramedics transported the customer to the emergency room (ER). Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer had elevated enzyme levels and experienced confusion, shaking, excessive urination, and vomiting. Additionally, the customer lost consciousness, and went into a diabetic coma and had "the start of sepsis." The customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer was experiencing difficulty managing diabetes as customer was new to the pump. Additionally, customer has arthritis and was experiencing difficulty inserting the non-tandem infusion set; however, it was unknown if this was the cause of the issue. Tandem technical support was unable to perform a pump system check, as the customer did not have the pump available for further troubleshooting. No additional information was provided.